Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized last (B)(6) 2016 due to high blood glucose. The customer's high blood glucose value was unknown. Further details of the hospitalization were not verified because the line had already disconnected. Additionally, the customer had been getting frequent high blood glucose levels. Some were around 330 mg/dl to 250 mg/dl. The customer would not eat lunch and treat with a bolus from the insulin pump. A follow up call was made to the customer for further assistance concerning high blood glucose but it had reached voicemail. The device will not be returned for analysis.